Event description:
The customer contact reported an unspecified number of undocumented incidents of unrestricted flow. Prior to patients use while priming the sets with specified solutions, the customer reported that the slide clamps above the solusets are "not clamping the tubing" though requested, no additional information was provided.

Manufacturer narrative:
The lot number of the devices that were in use is unk. A device from an unk lot number is expected to be returned for investigation. It has not yet been received.